Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 05-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the impedances on the 0-7 lead were showing up as ¿avoid¿ on the reps tablet during implant. The physician did an impedance test three separate times. Each time he took the lead out of the battery and wiped off with a sponge and reinserted into the new ins that was being implanted. The surgery was for battery replacement only and the rep could not read the old ins because the patient stated that it had been dead for 2 years. The rep and physician assumed that the lead had been bad to begin with. During post op programming the rep used only the 7-15 lead and was able to capture of the patient's pain and the patient was happy with the results. No further complications were reported.